Event description:
Additional information received noted that the patient's issues had been resolved. The battery in her devices had depleted. They were both replaced in mid december. It took a couple weeks for the patient to get back to where she was getting the therapy she had received in the past. But the patient was now getting good therapy.

Event description:
It was reported that the patient experienced no stimulation sensation. She started to feel a headache on (B)(6) 2011, and when her devices were checked the left side showed as okay, but the right side only showed the bottom green light. The patient had not had her devices checked in office since shortly after their implant. No other changes had been noticed. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Neurostimulator: model: 7426, (B)(4), implanted: 2010-(B)(6), explanted: na; lead: model: 3387-40, lot# j0333802v, implanted: 2003-(B)(6), explanted: na; lead: model: 3387-40, lot# j0333802v, implanted: 2003-(B)(6), explanted: na; extension: model: 748251, (B)(4), implanted: 2003-(B)(6), explanted: na; extension: model: 748251, (B)(4), implanted: 2003-(B)(6), explanted: na.

Manufacturer narrative:
Neurostimulator model # 7426, serial # (B)(4), explanted: 2011-(B)(6).